Event description:
It was reported that the charging pad did not function as intended, as the user observed no green indicator light despite trying multiple outlets and confirming all connections, and a replacement charging pad was shipped. Symptoms included no adverse clinical effects. Outcomes included no interruption requiring clinical care, no alarms, and replacement supplies provided. Investigation included remote troubleshooting through user communication and review of use conditions. Investigation of this case revealed a suspected device malfunction of the charging pad component with failure to power or indicate charge. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or component failure of the charging pad.

Manufacturer narrative:
Initial.